Event description:
It was reported that the pt bumped into the area of her implant and it became tender and she lost therapy at that point. During reprogramming, impedance measurements read greater than 4,000 ohms on all or some of the bipolar pairs. The pt was programmed to case and electrode one. Further info is being requested from the hcp.